Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), the tray, and the transduction probed for analysis. Visual analysis of the ars did not reveal any defects or anomalies. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locater needle and syringe.) Remove locater needle." The ars was able to draw and aspirate water with and without a lab inventory introducer needle attached. No leaks or anomalies were observed. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum require ments as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 71c16l1128 to address the issue of a leaking ars; however, it cannot be assumed that this is the same issue involved with this complaint as the returned ars was functional when tested under the same parameters. The issue of ars leaking could not be confirmed during functional testing of the returned sample. The ars was able to successfully draw and aspirate water with and without a lab inventory introducer needle attached. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and the following relevant findings were identified: (B)(6) was opened for batch (B)(6) regarding an ars leak in use. The IFU provided with this kit (sz-04301-115a rev.01) instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate."without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.